Manufacturer narrative:
H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the delivery issue was determined to be patient condition related to severely calcified vessel per clinical details.

Manufacturer narrative:
B5 additional information was added that was not on the initial report that was submitted.h10 this is one of two related reports. This report represents the introducer and another report was submitted to represent the impella cp. The related report number was added.

Event description:
Additional information was received. An attempt was made by the medical doctor to access the right femoral artery for impella cp placement. The decision was made to about the right femoral artery access due to severely calcified vessel that was preventing dilation. The right femoral artery was per-closed with two per-close devices successfully and without complication or bleeding. The left femoral artery was subsequently accessed successfully. The left femoral artery was accessed for single access technique impella cp placement with percutaneous coronary intervention. The procedure was completed and the patient was delivered to the intensive care unit. Distal signals were obtained initially in cardiac catheterization lab using doppler. On arrival to intensive care unit and initial assessment, it was discovered that patient had lost distal flow to the left leg. The patient was taken back to the cardiac catheterization lab. Attempts were made to reposition the repositioning sheath unsuccessfully, and reperfusion catheters (antegrade/retrograde) were placed by the medical doctor with return of blood flow noted. The patient was taken back to the intensive care unit. Assessment found that doppler signals were still present. The pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the left femoral artery in a 76-year-old male who presented for high-risk percutaneous coronary intervention. The patient¿s medical history included known coronary artery disease and renal insufficiency. The patient¿s clinical status prior to device initiation was reported as scai shock stage d. The patient was receiving inotropic support, vasopressors, and mechanical ventilation for respiratory support. The patient underwent left anterior descending coronary angioplasty, including percutaneous transluminal coronary angioplasty, stent placement, and intravascular ultrasound guidance. Following impella cp placement, distal signals were initially obtained using doppler in the catheterization laboratory. Upon arrival to the ICU, assessment identified loss of distal flow in the left lower extremity. The patient was returned to the catheterization laboratory, where attempts to reposition, the sheath were unsuccessful. Reperfusion catheters were subsequently placed in an antegrade and retrograde fashion, with return of blood flow noted. The patient was returned to the ICU, where follow-up assessment confirmed doppler signals remained present. The reported patient experience associated with the impella cp included ischemia and device repositioning. The reported event associated with the introducer included medical device removal and acquisition of an additional device, with no reported signs, symptoms, or patient involvement related to the introducer. The patient survived.